Event description:
Was preparing to place a PICC. Attempted to cut PICC by placing in second smallest hole on the cutter and it would not cut. Attempted x 2 without success. Needed to trim the catheter with a scissors. Once the PICC was placed attempted to peel away, the needle and the wings broke leaving entire needle intact. Needed to use hemostat to pry about needle to avoid loosing PICC. Was able to do this and save the PICC. This infant had minimal sites, so was in great need of the PICC.